Event description:
Boston scientific received information that a magnet rate on this pacemaker was unable to be obtained via transtelephonic (ttm). However, the presenting rhythm indicated a normal sinus rhythm. The clinic planned to bring the patient into the clinic in 3 months. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.